Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding/uncontrolable bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. Concurrent conditions included paratubal cyst. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), scar ("vaginal scarring") and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, double bilateral salpingectomy, radical trachelectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, genital haemorrhage, dyspareunia, scar and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain, scar and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: medical device removal. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received- previously reported event "uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy" updated as removal surgery to "pain", events- "urinary problems, nickel sensitivity, bleeding, dyspareunia, vaginal scarring, autoimmune-like symptoms" added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy") in an adult female patient who had essure inserted. The patient's medical history included pelvic pain female. Concurrent conditions included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via medical record: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.